Manufacturer narrative:
Findings: unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. It was not caused by a vehicle accident. The insulin pump had not been dropped or bumped. There was a crack by the reservoir compartment and the plastic ring had come off. Customer does not know how it happened but their nurse had advised it needed to be replaced. The customer's blood glucose level was unknown. The device will be returned for analysis.